Event description:
It was reported that during a da vinci surgical procedure, the surgical staff was unable to focus the camera image from the foot pedal nor from the focus controller. The isi rep onsite attempted to troubleshoot the issue by reseating the camera cable and then replacing the camera cable, however, these actions did not resolve the issue. The pt was under anesthesia for 45 minutes and the port incisions had been made when the surgical staff made the decision to abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the focus issue experienced by the customer was associated with the system camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head.